Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The reporter¿s complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was blocked and the blades were damaged. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before use on a patient, it was discovered that the motor device had a functional issue. It was further determined that the drill could not rotate. During the pre-repair diagnostics assessment, it was determined that the device failed for outer hose inspection, temperature, sound, oil leak and for rotations per minute (rpms). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.